Event description:
I use a dexcom 6 monitor and have done so for 3 years. I am a type I diabetic. I have been experiencing issues with the device and monitor especially towards the end of the 10 day period, such as day 8 or 9. The current device was scheduled to terminate on (B)(6) 2022. Yesterday, (B)(6) 2022 I was receiving indications and alerts that I had low blood glucose in the 60s and 70s. As a result I was drinking sugary drinks to get my blood glucose to a normal level. After a few hours the device indicated that my glucose level was 126. I went to bed at 11pm and at 2am, the device sent an alarm that my glucose level had fallen to 62. I then ingested more glucose and the level went to 90. But 2 hours later, it went back to 60 and I took more glucose, when I awoke at 6am, my reading was 68 and I took more glucose. Normally I can tell by symptoms if I have low glucose. I was not having symptoms so I took a metered blood glucose test and I was at 550 at 7am. This was alarming and I immediately took insulin to lower my blood glucose. I never experienced this type of failure before although I have been experiencing problems from the 7th or 8th day but never this extreme. Glucose tests and guardrails on device.